Event description:
Customer reported precharge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset a circuit breaker and performed a filament calibration. System operates as intended. (B) (4).